Event description:
Customer received a blood glucose result of 350mg/dl and dosed extra insulin based on reading. Thirty minutes later the customer fell to the floor. Spouse came home and found pt. Paramedics were called. Spouse gave pt glucagon while waiting on them to arrive. Paramedics tested pt blood glucose and received a result in the 20's mg/dl. The customer was given a sugar shot. The customer says controls were in range, but no values were given. A request was made for the return of the suspect device and replacements were sent.